Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported unchanged mitral regurgitation was a cascading effect of the slda. Mitral regurgitation (mr) is a listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and torn leaflets and chordae for a mitraclip procedure. During the procedure, imaging was challenging. A mitraclip was successfully implanted. Post deployment the clip had single leaflet device attachment(slda) from the anterior leaflet. Per the physician, the slda was due to the pre-existing patient anatomy. Additional mitraclip was implanted to stabilize the slda clip. The mr remained unchanged post procedure. There was no clinically significant delay.